Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation. A visual examination of the photo revealed residual blood in the well of the stopper, although no pooling of blood was observed. According to the instructions for use for the bd vacutainer evacuated blood collection system, the top of the stopper may contain residual blood after venipuncture, and proper precautions should be taken when handling tubes. A total of 100 retained samples were inspected, with no issues identified. Additionally, 10 retained samples underwent functional tests, all of which had weights within specification limits, and no pooling of liquid was observed in the well of the stopper. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: blood pooling. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes there was blood pooling in the stopper well on five (5) devices. There were no health consequences or impacts reported.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes there was blood pooling in the stopper well on five (5) devices. There were no health consequences or impacts reported.

Manufacturer narrative:
D2b. Medical device type: there were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k213670, k231373. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.